Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were difficult to press and requires multiple presses to respond. Customer¿s current blood glucose was unknown. Customer state that they got motor error in last month and insulin pump makes noise during rewind. Insulin pump will not be returned for analysis.